Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was intermittently observed to be fluctuating. The customer provided a blood glucose (bg) of 161 mg/dl. The customer continued to use the pump for insulin therapy.